Manufacturer narrative:
Corrosion was observed on the printed circuit board (pcb). Battery voltages were low due to the internal corrosion. An external power supply was attached to the pcb in an attempt to retrieve download data, but data was ultimately unavailable. As such, the presence of an alarm could not be determined. No leaks or housing damage was observed that could be confirmed as the source of the observed corrosion. It could not be determined if the observed corrosion is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Iit was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). A hazard alarm occurred on the pod during the night while it was worn. Details regarding treatment were not reported.